Event description:
Patient called to report that their blood glucose (bg) levels had been above 500 since last night. Pt said they had been giving self injections to bring the levels down since the pump did not work. There is some question whether the pt had been giving the insulin enough time to have an effect. The patient changed the infusion set, cartridge and pump batteries. The pt's bg was 454 at bedtime the previous evening after a 10u injection and others earlier in the day. Checked bg at 8am in the morning and it was 69. After breakfast, pt's levels went up again, so they disconnected from the pump and had been giving self injections every 15 minutes to correct their level. Current bg is 70. The patient was instructed to check their basal program and history (total deliveries and alarms, priming and bolus and to check for air). Pump appeared to be working correctly.